Event description:
A malfunction was reported by the caller, identified as malfunction 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in the process. The pump was successfully reset, and no recurrent malfunction was observed. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.